Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to confirm prime alarm due to motor error alarm. The insulin pump was received with corroded battery tube and address/serial number label missing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received compromised force sensor system alarm. Customer's blood glucose level was 306 mg/dl at the time of incident. Customer treated their blood glucose with manual insulin injection. It also reported that drive support cap was sticking out. Customer was advised to discontinue use of insulin pump. Insulin pump will return for analysis.